Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that a patient required an additional operation due to an evisceration at the caesarean scar. Two lot numbers being reported; med watch reports submitted include: 2916714-2016-00651, 2916714-2016-00652.

Manufacturer narrative:
Samples received: 13 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Approx (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfilled the requirements of the OEM. Degradation test results conducted on the closed samples received fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Knot pull tensile strength results conducted on the closed samples before releasing the product fulfilled the OEM requirements. The degradation test results conducted on the closed samples before releasing the product fulfilled b. Braun surgical requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. A

Event description:
Two patients reported, see 2916714-2016-00651 for patient #1. Patient#2: eventration at day 3 after a cesarean. The patient, a (B)(6) woman, had a cesarean on (B)(6) 2016. Uterine incision was sutured with over-sewing stitches of novosyn 1. Fascia incision has been sutured with over-sewing stitches of novosyn 1. Skin incision has been closed with clips. On (B)(6) 2016, the patient experienced an eventration of the omentum. A surgical intervention has been performed on the patient. The previous incision has been re-opened. The eventration implied the omentum only, without the presence of small intestine. There was no sign of omental hurt. The suture of the sew of the fascia was broken in its middle. The previous suture has been removed. Fascia has been over-sewn with a suture of another brand. The skin has been sutured with knots and clips.